Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12466. It was reported the patient experiences pain at the ipg site when the stimulating is on. The patient also reported the stimulation irritates the established pain pattern enough that she does not use the system. It was also reported the patient had continuous headaches for the last week. Follow-up determined the patient was a pain provider and was advised to see the implanting surgeon and the primary care physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.